Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. The patient was however, connected to merlin.net successfully for remote monitoring. No intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.